Event description:
It was reported that during the preparation of a port placement procedure in right side of sixth thoracic vertebra via right internal jugular vein, the peel-away sheath was inserted after the guide wire was passed through the right internal jugular vein. It was further reported that resistance was allegedly felt when delivering the sheath over the guidewire and one bulge and signs of crack were allegedly observed at the tip. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a physician holding a dilator loaded onto an introducer sheath. A bunching was noted on the tip of the introducer sheath. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue. However, the investigation is inconclusive for the reported fracture issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure in right side of sixth thoracic vertebra via right internal jugular vein, the peel-away sheath was inserted after the guide wire was passed through the right internal jugular vein. It was further reported that resistance was allegedly felt when delivering the sheath over the guidewire and one bulge and signs of crack were allegedly observed at the tip. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : device pending return.